Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the needle button released could not be determined. The device was returned with the needle release button depressed, due to this condition, it is not possible to determine if the needle button had inadvertently retracted during use.

Event description:
The patient reported that the needle button popped out after 1 1/2 hour. The patient indicated that this is the third time she experienced same situation. The patient mentioned that she is using the v-go on her abdomen. The patient indicated this incident is not related to excessive movements or exercises. The patient stated she has been using the v-go for a month.